Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (investigation conclusions) and h11 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-06850 for details of the other event. Additional information was received via medical records revealing the patient had a large mitral valve annulus with mitral annular calcification (mac). It was noted that a lampoon procedure was required prior to the transcatheter mitral valve replacement (tmvr) procedure as there was concern for left ventricular outflow tract (lvot) obstruction from the native anterior mitral leaflet. The lampoon procedure was performed successfully. Subsequently, the tmvr procedure was performed with a 29 mm sapien 3 ultra resilia valve. After the valve was implanted without any issues, it was noted that the valve had begun to migrate atrially which caused the paravalvular leak (pvl) to worsen. At the time, a decision was made to not proceed with a valve in valve procedure as there was concern it would result in a lvot obstruction. The patient was extubated and transferred to the intensive care unit (ICU). Approximately 3 days post tmvr procedure, a decision was made to bring the patient back to the operating room (or) to perform a valve in valve procedure with a second 29 mm sapien 3 ultra resilia valve. In addition to the valve in valve procedure, a redo lampoon procedure was performed on the native mitral leaflet and a balloon assisted translocation of the anterior mitral valve (batman) procedure was performed on the first 29 mm sapien 3 ultra resila valve leaflet. The second 29 mm sapien 3 ultra resila valve was implanted successfully without any issues. The severe pvl observed at the 9 o'clock aspect of the mitral valve was closed with a covered stent in the pvl leak with a pvl plug deployed within the covered stent and this helped to reduce the pvl from severe to mild. The patient was then transferred to the ICU for recovery. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (large mitral valve annulus) and/or procedural factors (off-label operation) caused or contributed to this event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv. The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve migration and off-label operation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events are not required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to these types of native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during the off-label transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 ultra resilia valve, post successful valve implantation, a high left ventricular outflow tract (lvot) gradient was observed. As a result, there was a concern for lvot obstruction. As this was being discussed, it was noted that the valve had begun to migrate toward the left atrium and the pvl had increased to more moderate. Due to concern for a lvot obstruction, a second valve was not implanted. It was determined that an open rescue was not an option. The patient left the room in stable condition. It was noted that the 29 mm sapien 3 ultra resilia valve had been prepped initially with an additional 4 cc of volume. After the initial inflation, an additional 5 cc of volume was added for a total of 9 cc. The valve appeared to have trivial paravalvular leak (pvl) before it began to migrate. Approximately three (3) days post tmvr procedure, the valve was noted to have migrated further toward the left atrium and the pvl had increased to severe. A lampoon procedure was performed on the valve leaflet. Subsequently, a valve in valve procedure was performed with a new 29 mm sapien 3 ultra resilia valve. The valve was implanted successfully with an additional 6 cc of volume. The gradients were determined to be acceptable. The pvl was treated with a covered stent and plug. After the covered stent and plug were placed, the valve was post-dilated with an additional 8 cc of volume. The pvl was observed to have reduced to mild. The atrial septal defect (asd) was closed, and the patient was stable post procedure. No blood transfusion was needed. There was no allegation of an edwards device deficiency or device malfunction.

Manufacturer narrative:
The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to these types of mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause could not be determined at this time, the event could be related to the patient factors and/or procedural factors described above. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv. The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve migration) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.